Event description:
A ctr dir reports a pt with a grade 1 dlk (diffuse lamellar keratitis) focal in the left eye following lasik surgery. The pt was treated with add'l steroid medication and symptoms are improving. Add'l info provided from the site indicates the facility has checked the sterilizer, the ac, instruments, changed filters and reviewed cleaning processes with the techs. In addition, there have been no new techs involved. The result showed nothing different. They have had no add'l dlk cases. At the post-op exam, the slit lamp exam showed good ocular health and good tear film.

Manufacturer narrative:
During the onsite investigation, the technical svc engineer performed a sys verification to spec. No problems were found. A root cause has not been identified. (B)(4).